Event description:
Procedure performed: [total laparoscopic hysterectomy]. Event description: hospital: [hospital name]; dealer: [dealer]. Report from the sales rep via email; the jaw sometimes did not open in the process of sealing blood vessels and tissues due to severe scorching, and the operation did not proceed smoothly. This unit will be returned. The investigation report has been requested by the hospital. Amj always sells medical devices to sales dealers, then the dealer sells them to hospitals. Per amj operation team, the device was purchased through a sales dealer. The lot trace was performed using account ID (B)(4), takeyama. Additional information received via email on 19aug2024, district sales manager this was a post-seal event, so the tissue was fixed. Because it was in a fixed state, it was removed from the tissue by slowly opening it or assisting with forceps. Since it was attached to the tissue, we received a complaint that the surgery could not proceed smoothly due to the handling of bleeding from it when removing it. Type of intervention: [cleaning was performed each time.] Patient status: [no patient injury or illness associated with this event.]

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the returned unit met current specifications and there was no visible nonconformances. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. Corrections were performed for section d1 to update the brand name and h6 to update the impact code and clinical code.

Manufacturer narrative:
The event device has returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: [total laparoscopic hysterectomy]. Event description: hospital: (B)(6). Dealer: [dealer]. Report from the sales rep via email. The jaw sometimes did not open in the process of sealing blood vessels and tissues due to severe scorching, and the operation did not proceed smoothly. This unit will be returned. The investigation report has been requested by the hospital. Additional information received via email on 19aug2024 district sales manager this was a post-seal event, so the tissue was fixed. Because it was in a fixed state, it was removed from the tissue by slowly opening it or assisting with forceps. Since it was attached to the tissue, we received a complaint that the surgery could not proceed smoothly due to the handling of bleeding from it when removing it. Type of intervention: [cleaning was performed each time.] Patient status: [no patient injury or illness associated with this event.]